Manufacturer narrative:
The serial number of the analyzer is unknown. It is unknown if initial reporter sent report to the FDA.

Event description:
Device issue: balloon rupture. Time of device issue: during deployment. Adverse event: none. It was reported that predilatation was performed with a 2.5 x 15 mm non-abbott balloon catheter. Then, the promus stent delivery system (sds) was inserted; however, the balloon did not inflate. The balloon burst as soon as an attempt was made to inflate. The stent did not come off of the balloon. The stent did not appear to have expanded. No kinks or damage to the device was noted. The promus was removed and a non-abbott drug eluting stent was implanted successfully. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
New additional information received including an updated summary of the event: the analyzer involved is an analytical e module. (The medwatch has been updated to reflect the new analyzer information). The initial free t3 result of 8.69 pg/ml was measured on this analytical e module (serial number is unknown). The sample was sent to a second laboratory where it was tested on a cobas e411 analyzer which gave a free t3 result of 8.80 pg/ml and was tested on an abbott axsym analyzer which gave a free t3 result of 1.10 pg/ml. The user reported the initial free t3 result of 8.69 pg/ml to the physician. There was no adverse effect to the patient, the patient treatment was not changed.

Event description:
It was reported that post-operative to a laparoscopic gastric bypass procedure the patient showed symptoms of bleeding. The surgeon took the patient back for a re-op and laparoscopically was able to stop the bleeding by suturing the staple lines. The cause seemed to be the stapling of the jejunum transection with a white cartridge. The devices were discarded after the primary procedure and not available for return. There is no further information presently available.

Event description:
The user received questionable free t3 and tsh results for one patient sample. The initial free t3 result was 8.69 pg/ml and initial tsh result was 1.70 mcu/ml when tested on this cobas e411 rack system. The user did not trust the results and had the sample repeated on a cobas e411 rack system (B)(4) at a second laboratory on (B)(6) 2010. The repeat free t3 result was 8.80 pg/ml, accompanied by a data flag, and repeat tsh result was 1.65 uiu/ml. The user also sent the sample to a different laboratory to be tested on an abbott axsym analyzer on (B)(6) 2010. The repeat free t3 result was 1.1 pg/ml and the tsh result was 1.18 uu/ml. It is unknown which thyroid results were reported outside the laboratory. No adverse event has been alleged regarding the discrepancies. The free t3 reagent lot number was 158371. The tsh reagent lot number was not provided. The investigation is on-going.

Manufacturer narrative:
One sample was provided for investigation. Investigation of the sample confirmed the high elecsys free t3 result generated by the customer. Investigation results indicate an interfering factor to the idiotype was present in the sample and most likely caused the high free t3 value. Possible idiotype interference is claimed in the package insert. The high free t3 result was reported outside the laboratory, however, the patient medication or treatment was not changed based on the result. The patient was not adversely affected.